Event description:
It was reported when using the bd pyxis¿ es server ,had all stations are on critical override and disconnect mode. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Add to h.11. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that all stations entered critical override and disconnect mode. A technical support specialist (tss) logged into the station and confirmed the carefusion coordination engine (cce) service was active. The queue manager was empty, tcp communication and mbm feeds were connected with valid remote internet protocol (ips), and message tracing showed normal message flow. There was no issue found, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, had all stations are on critical override and disconnect mode. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.